Event description:
It was reported via an user facility medwatch that the black monopolar cord used for foot controlled bovie broke at the end attached to the plug and a spark and flame resulted. Somebody was able to hit it with their hand and smother it out. There were no problems resulting from it. The device stopped working.